Event description:
The facility representative reported a mini-infuser with a condition of "unit will not buzz when alarming." It is unknown when the event occurred; however, it was identified in the "anesthesia" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). After further investigation it has been determined that this submission is a duplicate of report 6000001-2012-13106. All further reporting for this condition will be submitted through report 6000001-2012-13106.